Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of superficial damage to the outer jacket of the modular cable was confirmed upon arrival of the returned product. The outer jacket was found to be overall discolored and in slightly brittle condition. Additionally, a small jacket tear was observed near the inline strain relief, exposing the inner woven layer. The inner woven layer was slightly worn but still intact. The modular cable was functionally tested and found to perform as intended, even when the cable was manipulated by hand in the area of the observed damage. The root cause of the reported event was unable to be conclusively determined through this evaluation. The heartmate iii instructions for use rev. G - section 8 entitled ¿equipment storage and care¿ and the heartmate iii patient handbook rev. G - section 6 entitled ¿equipment maintenance¿ address how to store, maintain, and care for all equipment, including the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 modular cable was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable was confirmed. The modular cable was not returned for evaluation; however, a photo was submitted for review. Evaluation of this photo revealed that the outer jacket was torn near the inline strain relief, exposing the inner woven layer. The inner woven layer appeared intact, and the cable¿s inner wires were not visible in the submitted image. The root cause of the reported event was unable to be conclusively determined through this evaluation. The heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿) address how to store, maintain, and care for all equipment, including the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 modular cable was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's modular cable was damaged near the driveline connector bend relief. The polyurethane layer felt brittle and dry, and the wires were visible and only protected by the internal sheathing. The patient did not know what had caused the damage, and no technical issues were associated with the damage. The modular cable was exchanged, and the damaged mod cable was discarded.